Event description:
The customer reported to olympus, while using the monitor's out cable, the evis exera iii video system center was having an intermittent loss of image. The customer was testing the available high-definition serial digital interface output connection and reported not getting a signal coming from the video system center port. There were no reports of patient harm associated with this event.

Manufacturer narrative:
B3/b5: additional information was requested from the reporter. While speaking with the olympus technical assistance center (tac), the customer was advised that the signal coming from the output ports was live and there were no software settings to disable them. During troubleshooting, the tac technician established that the video system center was not connected to the correct port on the monitor. The customer reported no longer using the monitor out cable and instead using the serial digital interface cable. The problem was resolved. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b3 and b5) and the results of the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint, (B)(6), was initiated from another facility. Conclusion: the root cause could not be identified. The issue was likely caused by the customer connecting the wrong serial digital interface cable to the monitor. When the cable was connected to the correct terminal, the problem was resolved. Olympus will continue to monitor the field performance of this device.

Event description:
The intended procedure was a diagnostic colonoscopy procedure. The patient was put under propofol anesthesia with a reported five (5) to ten (10) minute extension of the procedure. The procedure was completed successfully using the same device. The device was inspected prior to use, and no anomalies were found. Intermittent loss of image was initially discovered during an unknown prior procedure. Additional complaint opened to address the previous event. This complaint is related to patient identifier: (B)(6). (Cv-190/ s/n # (B)(6).